Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the overhead blower filter was found to be occluded with dirt and dust. The device's overhead blower filter were replaced to address the issue. The device had evidence of contamination.